Event description:
It was reported that, during a internal fixation a evos sm 2.5mm fixed handle linear hex dr was broken, it happened during tightening of screw. Surgery was resume with a smith and nephew back up device, without any surgical delay. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant clinical information has been provided. Therefore, without clinically supporting document a thorough medical investigation could not be rendered nor could the root cause of the reported breakage be determined. Per subsequent e-mail,, none of the broken pieces of the evos sm 2.5mm fixed handle linear hex dr fell inside of the patient. Per the report, the surgery was resume with a smith and nephew back up device, without any surgical delay. Since it was reported the patient was not harmed, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned evos fixed handles confirm the tip of the device is broken off. The broken piece was not returned with the device. This device shows significant signs of wear and use. A medical investigation was conducted and confirms no relevant clinical information has been provided. Therefore, without clinically supporting document a thorough medical investigation could not be rendered nor could the root cause of the reported breakage be determined. Per subsequent e-mail,, none of the broken pieces of the evos sm 2.5mm fixed handle linear hex dr fell inside of the patient. Per the report, the surgery was resume with a smith and nephew back up device, without any surgical delay. Since it was reported the patient was not harmed, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.